Manufacturer narrative:
The reported event of inability to interrogate was confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the pre-cast header and titanium case. The device was cut open to enable further testing and the battery was found below end-of-service voltage level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
New information received indicated that the pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was discovered that the pacemaker could not be interrogated. Several attempts were made but each time were unsuccessful. No intervention was performed. The patient will continue to be monitored. There were no patient consequences.